Manufacturer narrative:
The events cutis laxa, fungal infection, immune system disorder, infective glossitis, viith nerve paralysis and nodule are assessed as serious and possibly related. Drug administration error assessed as serious and not assessable.

Event description:
This spontaneous case was received on (B)(6) 2014 from a female patient of an unknown age. It was reported that the patient is also a nurse. The patient's medical history and concomitant medications were not reported. Previous injections included radius. On an unspecified date in (B)(6) 2013, the patient was injected with sculptra aesthetic (poly-l lactic acid) twice for cosmetic purposes. The batch number used was not reported. On an unspecified date in (B)(6) 2013, the patient experienced nodules of cheeks, lowering of cheeks, fungal infection, immune reaction, growth of culture on tongue, and paralyzed face. The patient was unknowingly injected with sculptra aesthetic twice (3 weeks apart) in (B)(6) 2013 into the lip in a "crosstache" up and down fashion and outside parts of mouth. She was supposed to have been injected with juvederm instead of sculptra aesthetics. After the injection, she developed nodules inside the cheeks and her cheeks have been lowered. She also experienced a fungal type of infection as well as an immune reaction and growth of culture on tongue after the sculptra aesthetic injection. She was prescribed antifungal tablets and liquids to treat the fungal infection. In addition, following the injection, half of her face was paralyzed for 10-15 minutes. The outcome of the even nodules of cheeks was not recovered. The outcome of the fungal infection, immune reaction, growth of culture on tongues, paralyzed face was recovered. The reporter did not provide a causality assessment. No further information was provided. For reference purpose only, this case has also been assigned the following tracking number: (B)(4).